Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform . As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient was brought to or to address continued drainage. Surgeon planned to exchange all modular components however when the femoral stem was checked for fixation, surgeon saw some movement and the stem was able removed. There was an area proximally on the incision that seemed to be irritated and cultures were sent from this area. Frozen section were also sent at the time of the surgery and frozen section did show 3 white cells per high powered field which was inconclusive. Tibial components appeared to be well fixed. There was loosening of femoral stem at the cement to implant interface. Depuy cement was used. A new stem was cemented into the well fixed cement mantle in the femur and modular components were replaced without delay or patient harm. The stem was placed on (b))(6) 2024 and the other components had been placed on the date listed above. Cement was hospital owned so no lot information was available, cement was depuy gmv. Doi: (B)(6), 2024 dor: (B)(6) 2024 affected side: left knee.